Event description:
It was reported that during a procedure for a right posterior communicating artery aneurysm, a thrombus aspiration subject catheter was intended to establish access. During use, the proximal part of the catheter fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.